Manufacturer narrative:
Weight - unk. Ethnicity- unk. Race - unk. This product is not marketed in the us. Claim# (B)(4) .

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -09.50/2.50/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.